Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the tip of the straight suction was damaged with many nicks and cuts. Analysis found that the reported event was related to physical damage. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the broken straight suction was not able to be verified.

Manufacturer narrative:
Instrument has not been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the tip of the straight suction was cracked or broken. This issue was noted outside of a procedure, and there was no patient involvement.